Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow keypad button was unresponsive. There was evidence of contamination found under the key contacts. All keypad buttons did not have normal spring back or click.

Event description:
On (B)(6) 2012, the reporter contacted animas and reported that the up arrow keypad button was intermittently unresponsive. It was indicated that after the keypad button became intermittently responsive, the rubber began to tear at the top of the keypad near the contrast button. No evidence of moisture was reported in the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.